Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the black box data showed 054 call service alarms following a replace battery alarm. There was no reboot in between the alarms. The pump powered on normally during testing. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.